Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem.

Manufacturer narrative:
Device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens; residue on lens. Device code 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).